Manufacturer narrative:
Additional information : device available for eval?, device return to manuf .?, device eval by manufacturer?, returned to manufacturer on, reason code for no evaluation, if other specify, imdrf annex a, g, b, c and d and manufacturer narrative ( DHR statement) omit: b21 - type of investigation not yet determined, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.